Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient experienced a recurrence of the prolapse. Additional information has been requested.

Manufacturer narrative:
(B)(4): recurrent prolapse occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.